Event description:
It was reported that during an index procedure using the sphere-9 catheter, mapping was repeated and a slightly longer delay on the mitral valve during coronary sinus stimulation was observed, with persistence of an annular gap at the mitral annulus while the team focused on the anterior half-line. Very annular shocks using electroporation were applied, and the left atrial appendage was disconnected. It was reported as possible that this was linked to the side effect of combined applications on the rhythm in the anterior wall. The patient had a new hospitalization of approximately 2 to 3 days. A transesophageal echocardiogram showed no thrombus in the left atrium and no sludge, with a hypokinetic atrium and reduced emptying velocity of 45 cm/s, and no indication of left atrial appendage closure. Long-term anticoagulant therapy was continued. The outcome of the case is unknown. The patient outcome was reported as recovered from the adverse event with sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.